Event description:
A (B)(6) y/o female with complaints of left hip pain after revision surgery for lysis of adhesions following labral repair in 2011. An MRI showed possible labral retear and diminutive labrum. She trailed a year of pt and ongoing treatment for her lumbar spine pathology, but he opiate requirements were escalating and she felt the worst of her pain localized in the groin and was worst with any rotation in the hip. On (B)(6) 2015, the pt was admitted to (B)(6) for diagnostic him arthroscopy; excision of small adhesion and capsular repair. Pa-c was assisted throughout the case; she was needed to hold the camera so the md could hold the guide for the drill and then insert the drill but then anchor and also to hold the camera as I pass and tie sutures. She is also needed to hold the leg and move it around dynamically throughout the femoral neck osteoplasty to ensure appropriate and adequate bony resection. The md said: during the last portion of capsulotomy the tip of the vapor 90 degree hook broke off and was not seen in the field. I immediately turned off the flow and looked all around but could not identify the tip. It was not in the joint and not in the cotyloid fossa. I brought fluoro in to look for the tip again. I used fluor and looked in the capsule but did not find it. I used lavage on the pump to encourage the tip to move, but it was lodged in soft tissue because it did not move on fluoro with lavage. After gently using the blunt probe to try to palpate the tip, I felt the risk outside the capsule was too much of an anatomic risk. Once this was done, the peripheral compartment was irrigated and drained. Attention was then turned to capsular closure. Vicryl sutures were used to close the capsule anatomically. The portals were closed with prolene. The hip was injected with 02% ropivacaine, 15 ml. Sterile dressings were applied. The pt was extubated and brought to the recovery room in stable condition. Estimated blood loss: minimal. Complications: vaper 90 degree hook tip lodges in soft tissue. Unable to remove safely. Pt's husband was made aware. Discharge instructions: the pt is 50% weight bearing on the right lower extremity with crutches x2 weeks. Plan steroid injection at 1, 5, 9 weeks postop. Immediate rom. Cpm x 6 weeks. She will follow the standard labral repair protocol and follow up next week for suture removal. Postop recovery was uneventful and the pt was discharged to home the same day. Discharge date: (B)(6) 2015.